Event description:
It was reported that a balloon rupture occurred. A 6mmx2.50mm wolverine coronary cutting balloon was selected for use. During the procedure, the balloon ruptured. There were no complications reported, and the patient was stable after the procedure.